Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three bursts of anti-tachycardia pacing (atp) and 1 electric shock. Technical services (ts) found the rhythm to be unchanged by the therapy and left the rhythm interpretation assessment to the physician. Device remains in service. No additional adverse patient effects were reported.